Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified for the wake button. In addition, the failure investigation has been completed for the beeping issue and no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning intermittently. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.